Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was in the range of 460 mg/dl at the time of the incident. The customer reported that she had a high of 460 mg/dl and when trying to give a bolus 4. Something, gave 2.6 units and customer got a no delivery. The customer mentioned that she changed the set and mentioned that she took the remaining bolus that was needed to take care of 460 mg/dl. The customer mentioned that she was 465 mg/dl at the time of call. The customer did not want to troubleshoot for high blood glucose. The customer reported that she believed that it was the bent cannula that caused high blood glucose. The insulin pump will not be returned for analysis.